Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter¿s venous return was zero, and the central line was often blocked. It was stated that consequences for the users are longer hospitalization, treatment longer or postponed (therefore not completed), more catheter handling, increased risk of infection and of venous thrombosis. It was reported that the catheter was patent and working well in the radiology suite, however when the patient showed up for treatment on monday, the catheter was not patent. The patency was checked prior to hooking in the machine and it was not working. The treatment was never started. The procedure was an apheresis and they were unable to retrieve blood. The catheter was not manipulated and dressed using aseptic technique. There was no reported blood loss and the patient was just given an heparin 5000 units (anticoagulant).